Event description:
Related manufacturer reference number: 3006705815-2022-00845. Related manufacturer reference number: 3006705815-2022-00846. It was reported that the patient's leads were exhibiting high impedances. As a result, the physician explanted and replaced the patient's system. It is unknown why the ipg was replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Further information requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Further information requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-00845. Related manufacturer reference number: 3006705815-2022-00846. It was reported that the patient's leads were exhibiting high impedances. As a result, the physician explanted and replaced the patient's system. It is unknown why the ipg was replaced. Surgical intervention resolved the issue.